Manufacturer narrative:
(B)(4) the customer provided one video for analysis. The video seems to show significant resistance while withdrawing the guide wire from the introducer needle and ars. The customer also returned an opened cvc kit with multiple components , including a guide wire, an arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a bend towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the returned insertion components revealed no obvious defects or anomalies. The bend in the guide wire was located 7mm from the distal tip. The overall length of the guide wire measured 604mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.81 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The needle cannula outer diameter measured 0.04986", which is within the specifications of 0.0495"-0.0505" per product drawing. The needle cannula inner diameter measured 0.043" which is within the specifications of 0.041"-0.043" per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided by the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through the returned ars and 18 ga introducer needle with no resistance. The resistance observed in the customer video could not be reproduced during lab testing of the returned components. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a resistance between the guidewire and the needle could not be confirmed through complaint investigation of the returned sample. A video provided by the customer shows significant resistance between the guide wire and the needle. Visual inspection revealed a slight bend towards the distal end of the returned guidewire, however, the resistance observed in the customer video could not be reproduced during lab testing of the returned components. The guide wire and needle met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the discrepancy between the customer video and the returned components, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "in ICU, the doctor found the swg can insert, but the swg difficult to remove during during on the same patient". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes 3006425876-2024-00457.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "in ICU, the doctor found the swg can insert, but the swg difficult to remove during on the same patient" no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes 3006425876-2024-00457.